Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose for the past few days. The blood glucose reading at time of call was 371 mg/dl. The customer stated that recently she visited her doctor and her basal rate was adjusted due to her low blood glucose in the morning. The customer stated that the doctor recommended having the insulin pump replaced. The customer stated that she believes the insulin pump was not delivering the correct bolus due to the persistent high blood glucose. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.